Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a za9002 26.5 diopter intraocular lens (iol) was inserted and removed from a patient's left eye due to the patient not having enough capsule to hold the lens. There was no vitrectomy required. However, incision enlargement and sutures were used. There were no postop issues reported.

Manufacturer narrative:
Device evaluation only an empty box was returned therefore device could not be evaluated. The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint has been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.